Event description:
It was reported that the suction of the evac 70 was blocked during the case and could not be unblocked. Case was completed with diathermy device with no significant delay or patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows moderate electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The upper and the lower electrode is engaged/indented. The shaft of the device is bent on several places. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the returned device was activated in saline solution using a known good controller. The device produced reduced plasma on all electrodes. The suction- and the saline were tested and performed fluently as intended. The complaint was not verified as the device was not blocked and the suction performed as intended. There were no indications to suggest the device did not meet product specifications upon release into distribution.